Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and the next day the patient experienced swelling and pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported) bilaterally in the knees. The next day, the patient had swelling and pain. On (B)(6) 2017, the patient came back and was given a steroid. Patient was now doing well. Corrective treatment: unspecified steroids for both the events. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both the events additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 27-sep-2017 from the health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the next day the patient experienced swelling/ increased swelling and pain/ increased pain. Concomitant medications includes alprazolam, citalopram, levothyroxine sodium (levothyroxine), prednisone, diclofenac potassium (voltaren) and febuxostat (uloric). Patient medical history includes anxiety, arthritis, chronic diarrhea, depression, gerd, glaucoma, gout, heart palpitations, hypertension, hypothyroid, irregular heart beat¸ lyme's disease, morbid obesity, muscle pain, osteoarthritis bilateral knees and shortness of breath on exertion. Patient had allergy to meloxicam- throat swelling. The patient received several injections previously. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl014 and expiration date: apr- 2020) bilaterally in the knees for osteoarthritis. The next day, the patient had increased swelling and pain. On (B)(6) 2017, the patient came back and was given a bilateral steroid injections of methylprednisolone acetate (depo medrol) with lidocaine. Patient was now doing well. On (B)(6) 2017, patient recovered from the events. Corrective treatment: methylprednisolone acetate (depo medrol) with lidocaine for both the events. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl014 expiration date (04/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl014 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 02-nov-17, a total of 3 complaints are on file for lot# 7rsl014: 1 adverse event report, 1 barrel breakage, and 1 detached luer-lok hub. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for both the events reporter causality: according to the reporting nurse, the events were related to the drug as the patient had a reaction to synvisc one. Additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 18-oct-2017 from health care professional. Verbatim was updated for the event of swelling to swelling/ increased swelling; pain to pain/ increased pain. Patient details were added. Lot number and expiration date added. Outcome was updated for the events from recovering to recovered. Suspect product details updated. Medical history and concomitant medication added. Clinical course was updated. Text was amended accordingly. Additional information was received on 08-nov-2017. Global ptc number with ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and the next day the patient experienced swelling/ increased swelling and pain/ increased pain. Concomitant medications includes alprazolam, citalopram, levothyroxine sodium (levothyroxine), prednisone, diclofenac potassium (voltaren) and febuxostat (uloric). Patient medical history includes anxiety, arthritis, chronic diarrhea, depression, gerd, glaucoma, gout, heart palpitations, hypertension, hypothyroid, irregular heart beat¸ lyme's disease, morbid obesity, muscle pain, osteoarthritis bilateral knees and shortness of breath on exertion. Patient had allergy to meloxicam- throat swelling. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl014 and expiration date: apr- 2020) bilaterally in the knees for osteoarthritis. The next day, the patient had increased swelling and pain. On (B)(6) 2017, the patient came back and was given a bilateral steroid injections of methylprednisolone acetate (depo medrol) with lidocaine. Patient was now doing well. On (B)(6) 2017, patient recovered from the events. Corrective treatment: methylprednisolone acetate (depo medrol) with lidocaine for both the events. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both the events reporter causality: according to the reporting nurse, the events were related to the drug as the patient had a reaction to synvisc one. Additional information was received on 09-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 18-oct-2017 from health care professional. Verbatim was updated for the event of swelling to swelling/ increased swelling; pain to pain/ increased pain. Patient details were added. Lot number and expiration date added. Outcome was updated for the events from recovering to recovered. Suspect product details updated. Medical history and concomitant medication added. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 27-sep-2017 from the health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and the next day the patient experienced swelling and pain. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported) bilaterally in the knees. The next day, the patient had swelling and pain. On (B)(6) 2017, the patient came back and was given a steroid. Patient was now doing well. Corrective treatment: unspecified steroids for both the events. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events.